Event description:
The patient presented in-clinic due to episodes of dizziness. Upon investigation, episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. Rv lead damage was suspected, but could not be confirmed to be the cause of the event. The dizziness could not directly be corelated to the observed oversensing. No intervention was performed at this time. The patient was stable and will continue to be monitored.